Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt), regarding an external device to an implantable neurostimulator (ins), implanted for non- malignant pain. It was reported, that since implant date. Their ins stimulation would turn off and the intensities would change without the pt using the controller. Pt spoke to their manufacturer's representative (rep) via phone, this year and notified them about the issues. Pt noted, they met with two reps 3 different times, and made sure the adaptive stimulation was off. Pt met with one of the reps today and added a "third setting" that was at 1.5. But when they got home the intensity was at 0. Pt was able to increase the intensity back to 1.5. But sometimes the intensity would decrease to 0. Pt noted, their controller battery was at 70% and their ins battery was at 100%. Pt noted, their rep wanted a replacement controller to rule out the controller causing the issues. A replacement controller was sent out. Additional information was received from a manufacturer representative. Rep thought that the cause of the stimulation lowering or turning itself off was that adaptive stimulation needed to be configured, and they met multiple times with the patient. The pt wanted to program it, based off of the specific ways they laid down, and brought a pillow and blanket to visits. This meant that lying on their side or back was not completely flat, due to the request to manipulate the position with pillows and blankets. To resolve the issue, the reps reprogrammed or adjusted stimulation or adaptive stim. The pt was satisfied after each reprogramming before leaving. Rep believes that pt had been adjusting adaptive stimulation at home. But cannot say whether the issue was resolved. Rep offered to meet with pt again to recalibrate the adaptive stimulation. But no appointment has been scheduled. Pt said last friday ((B)(6) 2022) that the system works most of the time. Pt's controller was replaced and the pt's representatives wanted to have the controller replaced before seeing the pt. And the representatives also told, the pt that they were thinking it may be the stimulator. Pt noted, their representative's only recommendation was for the pt to turn their adaptive stim off. Which defeated the purpose of getting a stimulator with the adaptive stim feature. Pt noted, heir representatives also had them call tech support. Patient reported, they had an appointment with hcp on (B)(6) 2023. Additional information received from the patient; the device had been malfunctioning mostly when set in the adaptive mode by changing intensity settings. But recently, malfunctioned while not in the adaptive mode by turning on both a and b groups, and all intensity settings when patient only had one group and one intensity set on. Patient's final observation is that the device is defective and needs to be replaced.